Event description:
Procedure: total gastrectomy with esophagojejunostomy. Reportedly, when doing the mechanical anastomosis the anvil got tired to the anastomosis, as if there was not cut. Due to that the anastomosis was undone and the esophagus migrated to the torax. Manual anastomosis was performed through a toracotomy. The surgeon tried to take the anvil out under endoscopy, however, after repeated maneurvers the anvil moved and there was also air leakage through the anastomosis. Manual anastomosis was performed through a thoracotomy. Additionally it was reported that the pt got a postoperatory fistula.